Event description:
It was reported that during the procedure, the subject coil deployed prematurely within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was seen to be kinked in two locations. The coil delivery wire was seen to be damaged. The main coil was seen to be broken/fractured. The main coil was seen to be stretched. The main coil suture was seen to be damaged. Functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use was not confirmed during analysis. The reported coil in catheter friction could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. Continuous flush was maintained throughout the procedure. There was no attempt to use the power supply for detachment, but the coil prematurely detached within the catheter. An assignable cause of procedural factors will be assigned to as reported "coil in catheter friction" as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the as reported "main coil prematurely detached/separated during use" as the event was not confirmed during the analysis. The coil was seen to be broken/fractured as the detachment zone was still connected. An assignable cause of 'handling damage' will be assigned to the as analyzed "coil delivery wire kinked/bent" and "coil delivery wire damaged" as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to as analyzed "main coil broken/fractured during use", "main coil stretched" and "main coil suture damage" as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject coil deployed prematurely within the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.